Manufacturer narrative:
Patient weight was not available from the site. A medtronic representative went to the site to test the equipment. She was able to reproduce the reported event. Through trouble-shooting at the site it was decided to replace the computer. The computer was upgraded and the system checkout showed that the device was fully functional. The returned computer was tested and found to be fully functional. The reported event could not be duplicated by medtronic product services personnel.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the spine navigation software became unresponsive during navigation of spine procedure. The mouse and keyboard became unresponsive; site reported the application exited and then automatically restarted. The navigation system was then able to be used to complete case without any issues. There was no injury to the patient.